Event description:
It was reported that the customer experienced high blood glucose levels after meals, but the caller decline to be transferred for further assistance. The customer's mother also declined to provide the blood glucose reading. She stated that the customer was not with her at the time and troubleshooting could not be performed. She also noted that she did not feel as though the insulin was acting fast enough. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.